Event description:
Per the clinic, the patient experienced pain around her magnet site. Subsequently, the patient was hospitalized (date not reported) and was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on february 23, 2024.